Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient fell and experienced loss of consciousness and seizures. The sibling called an ambulance and the doctor treated the patient with glucose. The measurements were taken by the doctor: the cgm was reading 100 mg/dl and the blood glucose reading was 38 ¿ 40 mg/dl. The patient was hospitalized for monitoring and discharged at 5pm on (B)(6) 2025. At the hospital they performed a CT scan and the results were normal. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.